Manufacturer narrative:
Examination of the returned device confirms the reported event of adjustment wheel breakage. The failure of the overmolding is suspected to be associated with residual stresses in polymers. The device concerned in this complaint had overmolded radel for the adjust wheel. The material of the adjust wheel changed from radel to avaspire per (B)(4) as a running change for future batches. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
When the surgeon used this item to impact the femoral implant a piece of the red plastic from the red plastic dial in the middle came away. All pieces had been retrieved and it was noted that nothing remained near or in the patient. The operation was completed at per surgical technique. No delay was had to the surgery as surgeon had completed using this item. No adverse even to patient.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.